Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument tip was exposed/stripped. There was no report of patient harm. On july 3, 2026, intuitive surgical (is) obtained the following additional information regarding this event: the reported issue concerns the black sheath. The cable is not broken, frayed, or overstretched; however, when the mcs is clipped onto the arm, the affected area becomes exposed and could have caused burns to the patient. No such incident occurred, as the operators immediately identified the issue. The procedure was able to proceed and was completed without any impact on the patient. Only the operator was hindered in their practice. This did result in a delay, although it is difficult to quantify given that the procedure lasted several hours.